Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an inguinal hernia event coincident with peritoneal dialysis (pd) therapy. It was reported that the patient had a peritoneal leak as a result of the hernia event. The cause of the hernia was not reported. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.